Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-01064. It was reported that the patient underwent a trial procedure without anesthesia. The patient was in too much pain without anesthesia, so the trial was abandoned.

Manufacturer narrative:
During an implant surgical procedure for a lead, the physician had to abort the case. The patient was in too much pain without anesthesia. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.